Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
From clinical trail study organizer: it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2013. According to reporter, user facility was unable to infuse through the device nor aspirate cerebrospinal fluid. The device was replaced (B)(6) 2013. No permanent adverse effects to pt reported.